Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic hysterectomy procedure, the device was difficult to toggle and load. It was stated by the surgeon that the device was sticky and when being squeezed it was hard to push the turquoise levers down to lock the suture and it requires air force than usual. While on the 7th suture the needle broke in half and fell into the patient's cavity, but all parts were retrieved using a grasper. Another instrument was opened and used to complete the procedure. There was no patient injury.